Event description:
An altitude alarm was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was initially suspended due to the altitude alarm, but after cleaning the speaker holes and reconnecting the cartridge as instructed by technical support, insulin delivery was successfully resumed, and the alarm did not recur. The customer received additional tips for preventing future alarms, and the pump returned to normal operation.